Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified technician and the valve check was good. The valve was sized accordingly to the annular size and a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The valve was inserted into the patient and positioned at the annulus level but was too close the left coronary cusp (lcc) in the third cusp view and dislodged into the supra-annular position. The valve could not be fully recaptured into the delivery catheter system (dcs) unless it was overtightened. A decision was made to replace the dcs and valve. A new valve was loaded and valve check was good. The new valve and dcs were inserted into the patient and upon release, a dissection in the sinus and ascending aorta occurred causing both coronary arteries to close. An attempt was made to release the valve to cover the dissection which was successful but the coronary arteries remained closed. Complete decoupling occurred and the patient died on the table. Additional information was received indicating that the type a dissection likely occurred during the insertion or removal of the second dcs. Per the physician, the patient's anatomy was heavily calcified and this contributed to the injury. Additionally, neither the valve nor the dcs can be excluded as contributing factors. The cause of death was the type a dissection. It was clarified that complete decoupling refers to cardiac arrest. Additional information was received that the recapture issue and the pre-implant balloon dilation may have contributed to the dissection.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012992697); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (0012978891); product type: 0195-heart valves. Product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified technician and the valve check was good. The valve was sized accordingly to the annular size and a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The valve was inserted into the patient and positioned at the annulus level but was too close the left coronary cusp (lcc) in the third cusp view and dislodged into the supra-annular position. The valve could not be fully recaptured into the delivery catheter system (dcs) unless it was overtightened. A decision was made to replace the dcs and valve. A new valve was loaded and valve check was good. The new valve and dcs were inserted into the patient and upon release, a dissection in the sinus and ascending aorta occurred causing both coronary arteries to close. An attempt was made to release the valve to cover the dissection which was successful but the coronary arteries remained closed. Complete decoupling occurred and the patient died on the table.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified technician and the valve check was good. The valve was sized accordingly to the annular size and a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The valve was inserted into the patient and positioned at the annulus level but was too close the left coronary cusp (lcc) in the third cusp view and dislodged into the supra-annular position. The valve could not be fully recaptured into the delivery catheter system (dcs) unless it was overtightened. A decision was made to replace the dcs and valve. A new valve was loaded and valve check was good. The new valve and dcs were inserted into the patient and upon release, a dissection in the sinus and ascending aorta occurred causing both coronary arteries to close. An attempt was made to release the valve to cover the dissection which was successful but the coronary arteries remained closed. Complete decoupling occurred and the patient died on the table. Additional information was received indicating that the type a dissection likely occurred during the insertion or removal of the second dcs. Per the physician, the patient's anatomy was heavily calcified and this contributed to the injury. Additionally, neither the valve nor the dcs can be excluded as contributing factors. The cause of death was the type a dissection. It was clarified that complete decoupling refers to cardiac arrest. Additional information was received that the recapture issue and the pre-implant balloon dilation may have contributed to the dissection. Additional information was received that the first valve was difficult to catch but pulled back via the dcs and completely removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified technician and the valve check was good. The valve was sized accordingly to the annular size and a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The valve was inserted into the patient and positioned at the annulus level but was too close the left coronary cusp (lcc) in the third cusp view and dislodged into the supra-annular position. The valve could not be fully recaptured into the delivery catheter system (dcs) unless it was overtightened. A decision was made to replace the dcs and valve. A new valve was loaded and valve check was good. The new valve and dcs were inserted into the patient and upon release, a dissection in the sinus and ascending aorta occurred causing both coronary arteries to close. An attempt was made to release the valve to cover the dissection which was successful but the coronary arteries remained closed. Complete decoupling occurred and the patient died on the table. Additional information was received indicating that the type a dissection likely occurred during the insertion or removal of the second dcs. Per the physician, the patient's anatomy was heavily calcified and this contributed to the injury. Additionally, neither the valve nor the dcs can be excluded as contributing factors. The cause of death was the type a dissection. It was clarified that complete decoupling refers to cardiac arrest.